Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor saline prostheses experienced bilateral deflation post procedure. She has a lump on one of the breasts. Additionally, there is soreness at her chest wall roughly five inches from her collar bone. There is soreness under both arms. The implants were stated to have popped in 2010. Mammography was performed and no issues were discovered. The patient suspects a piece of her implant is rubbing on the inside. The patient indicated a desire to remove the implants, however, at the time of this report, mentor has received no information regarding an expected explantation date. See 1645337-2020-07807 for contralateral prosthesis report.